Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6)-2011, explanted: unk.

Event description:
A confirmed motor stall noted in event logs with no motor stall recovery was reported. Motor stall was caused by patient having a MRI on 2011-(B)(6). Healthcare provider was not certain if the pump was checked following the MRI. On interrogating the pump the next day at 17:07 the motor stall recovered at 17:11. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient was definitely stable after stall. The stall recovered on its own, "recovered within 2 hours, much sooner actually." Patient was fine, had symptoms prior to stall and healthcare provider was working on adjusting drug dosing. Patient had flex dosing that was higher at night because the spasticity was "so much greater at night." It was stated that "the drug delivered via the device could have been gablofen, but not 100% certain."